Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker (B)(4) rep reported a hip implant revision of accolade 1 stem with lfit 44 head. He reported that the trunnion was worn and stryker rep was present during the case.

Manufacturer narrative:
An event regarding disassociation and altr involving an accolade stem was reported. Disassociation was confirmed altr was not confirmed. The device was not returned however a photo was provided which noted wear of the trunnion of the stem. The device was otherwise unremarkable. A medical review was not performed because no medical information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre-and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Stryker (B)(4) rep reported a hip implant revision of accolade 1 stem with lfit 44 head. He reported that the trunnion was worn and stryker rep was present during the case.